Event description:
The physician advanced the open-end flexi-tip ureteral catheter up the ureter when a piece of the catheter broke off. No part of the catheter remained in the pt. The physician was able to complete the procedure.

Manufacturer narrative:
One syringe holder containing blue shavings was received along with one box containing eight unopened packages each with a ureteral catheter; noting the damaged catheter was not returned. Under magnification, the shavings were twisted, compressed and had ragged edges indicating the catheter had most likely been scraped by an instrument of undetermined origin. Was not able to straighten the shaving to determine the length the catheter had been scraped and did not receive the catheter to determine the extent of the scrape. The remaining unopened devices had no evidence to suggest the product was not mfg to current specs.